Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that there was a power module failure. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the power module, and the fse provided information to the customer to replace the power module. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the power module. The reported problem was confirmed. The customer provided information to the customer to replace the power module. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.